Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161007/11562790 and pxc121000/11788675.patients medications: aspirin, calcet, calcipotriene, camphor, carvedilol, cetirizine, crestor, cymbalta, elidel, eucerin topical cream, glipizide, halobetasolcalce propionate, hydro 40, lisinopril, menthol topical gel, metformin, niaspan, plavix, sodium fluoride, synthroid, taclonex, tramadol.the review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient developed a type iii endoleak coming from the gore® viabahn® stent into the right gore® excluder® endoprosthesis limb. The endoleak appears to have been from a gutter formed by the interaction between the internal and external right iliac artery stents the patient underwent an angiogram and endoleak repair using icasts¿ stents for repair. Cta images dated (B)(6), 2014, revealed the endoleak has improved significantly. There was no aneurysm growth of the aortic aneurysm or the iliac aneurysm.